Event description:
It was reported that a novum iq large volume pump was not infusing properly. During a continuous midazolam drip, it was observed that the pump was not infusing in the drip chamber. After assessment of the bag (3.5 hours after a new bag was hung) the bag appeared to still be entirely full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, and the reported problem could not be reproduced. A flow accuracy test was performed, and the pump was able to successfully infuse with no issues noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.